Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement, pacing failure and increased thresholds four days after implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.